Event description:
The customer reported that when pressing the space next to the rate button on the pacer keypad, the pacer output would increase.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.